Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that the patient was pulled off the pump around december 1st because his pump stopped working while he was at school. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported that doctor pulled patient off the pump and he has been on multiple dose insulin injection since then. The insulin pump will not be returned for analysis.